Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 8:00 am the result from the meter was 3.1 inr. Within 2 hours the laboratory result was 2.3 inr. The customer's therapeutic range was 2 - 3 inr. The customer believed the laboratory result of 2.3 inr to be accurate. There was no allegation of an adverse event. There was no change in warfarin dosage or treatment received. The customer has no hematocrit concerns, is not on heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies, no new medications, no changes in diet, no change in their warfarin dosage, no additional illnesses, and no bruising. The customer mentioned that on (B)(6) 2018 the woke up with a bloody nose, but they did not require any medical treatment and the bleeding stopped on its own. On the day of the event, there were no bleeding incidents. The meter and strips were requested for investigation. Replacement products were sent. Retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation is currently ongoing.